Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is possible the event was caused by damage to the protective panel on the screen. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. It was noted during the evaluation that damage to the protective panel was present. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the high definition lcd monitor failed to power up. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide information based on a new investigation from the legal manufacturer and correction to h6 codes. Correction: h6 component code, investigation findings and investigation conclusions. Based on the results of the new investigation, it is likely that the power supply has dropped due a failure of the integrated circuit (ic602) in the power supply circuit board (gi).